Event description:
Per the clinic, the patient experienced pain at the implant site and was treated with oral steroids for a duration of five days (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.